Event description:
Attorney reported: patient sustained injury and damages associated with his use of defective products, bard composix kugel hernia patch and bard kugel hernia patch. Specifically, as a result of having the "patches" implanted in him, patient suffered disabling pain and required surgical intervention. Physical pain and suffering of patient.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Information related to the recalled composix kugel mesh included in the event description will be reported in accordance with rae (B) (4).